Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the system not being able to undock. The site had removed the system from the room, and grabbed another imaging system to use for the case. The site was able to take a successful spin and complete the case. The other imaging system was taken into the hallway and rebooted and there was no issue. Both navigation and imaging were aborted cause a 15-20 min delay in the case. No impact on patient outcome.